Manufacturer narrative:
Multiple attempts were made to follow up and check the customer's status, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 450mg/dl. Elevated bgs were treated by administering manual injections. System check was performed with tandem technical support, and the pump performed as intended. The customer's contact indicated that they would discuss different infusion sets and placements with the customer's healthcare provider.